Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was taken by ambulance to the hospital with high blood glucose and chest pain. The blood glucose reading was 379mg/dl. The customer was released the next day. The customer mentioned being off the insulin pump for the entire day. The customer was concerned of having air bubbles in the tubing, but she would switch to the a different infusion set. No further information was provided.